Event description:
The attending surgeon noted bleeding along staple line during procedure and had to take add'l steps to achieve hemostasis. No buttressing material used. 8/6/96 the staple lines were oversewn and electrocautery was used to control the bleeding. No buttressing material was used.

Manufacturer narrative:
A1,2,3,4;b6,7;d10: information unavailable. D5,6;h4: information unavailable, device not returned for analysis.